Event description:
It was reported that during daily equipment inspections, the cs100 intra-aortic balloon pump (iabp) unit would shut down after ten minutes. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during daily equipment inspections, the cs100 intra-aortic balloon pump (iabp) shut down after ten minutes. There was no patient involvement. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. Hospital engineers replaced the battery. The iabp was reported to be capable of meeting clinical needs. If any pertinent information is received in the future, an additional report will be submitted.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a